Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of 47 mg/dl. Customer consumed carbohydrates to address bg. Reportedly, customer's non tandem continuous glucose monitor was not available and as a result, the pump delivered insulin based off the customer¿s personal profile settings and not based off the control iq software settings. Recommendation was made to consult with a healthcare provider to discuss diabetes management.